Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15333. Please note that the embolization, dissection, and additional surgery was captured under manufacturing report number 2015691-2023-15333. The device was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: the balloon appears normal without twisting or abnormalities noted. During pre decontamination evaluation, the delivery system was functionally tested. Engineering was able to inflate and deflate the balloon using the returned atrion syringe and no difficulty or abnormalities noted. Engineering was able to reassemble the atrion pressure gauge cap. The pressure gauge on the atrion moves when inflated and matches the pressure reading of the calibrated digital pressure gauge. In addition, the atrion locking latch functions normally and no abnormalities were noted on the atrion tubing. After the decontamination process, engineering attempted to perform another leak test. However, a crack was found on the y-connector and water was leaking from the crack when inflation was attempted. As engineering was able to inflate and deflate the balloon prior to the decontamination process without issues, it is most likely that the crack occurred during the decontamination process. Due to the leakage, the total inflation/deflation time could not be measured. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for incomplete inflation was unable to be confirmed. Visual or functional analysis did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, 'during deployment, the inflation device would not go up. The delivery system balloon was inflated to approximately 20% during valve deployment when it would no longer inflate.' As no abnormalities were reported during device preparation and during engineering evaluation, it is likely the reported issued occurred due to procedural factors. The customer also mentioned that 'they were able to deploy the valve after locking/unlocking the atrion device'. It is likely that during inflation, the atrion locking mechanism was inadvertently mishandled preventing the further inflation of the balloon. It is also possible that prior or during inflation, the stopcock connection was inadvertently mishandled and unsecured the connection to the commander. If the connections along the 3 way stopcock are unsecure, it may prevent all the contrast from inflating the valve. Thus, resulting to the reported inflation difficulty. In addition, case notes indicated that the same delivery system was used to inflate and secure the valve in arch due to embolization resulted from use error (valve deployment without pacer). As the same system was able to be used to post dilate the embolized valve indicating that there was no issue on the delivery system. While a definitive root cause is unable to be determined, available information suggest use error (device mishandling (atrion/stopcock) during inflation) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during deployment, the inflation device would not go up, and the pacer was turned off. The operator placed it in the locked position and the valve deployed. The pacer was not turned back on, and the valve embolized. The valve was pulled back into the arch, and a new valve was prepped and deployed. The delivery system balloon was then used to inflate the first valve in the aortic arch, and a dissection was noted. Vascular surgery was notified. The patient will go for CT scan and treatment options will be assessed. Per the hospital risk manager, the delivery system balloon was inflated to approximately 20% during valve deployment when it would no longer inflate. A second valve was opened and implanted successfully. There was an aortic dissection noted. The patient was taken to surgery to repair the dissection.